Event description:
Pacemaker suddenly stopped functioning. Pt became asystolic and CPR initiated. Pt was resuscitated and remains in critical condition. Pacemaker noted to have both pace leds on but no display.